Event description:
A pt svc rep (psr) contacted zoll customer support to report that she could not baseline a (B)(6) male pt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon eval, q1 inside of ECG electrode a was internally shorted. The cause of the inability to baseline the pt is the shorted q1 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective component. The pt received a replacement electrode belt.